Event description:
Implants and instrumentation tray contaminated due to multiple holes in the wrapper. Surgical case re-scheduled. On re-scheduled date/time, holes were again noticed in the implant/instrumentation tray wrapper and the case was again cancelled to allow for reprocessing. One thing that was noticed is that the vendor trays from globus had more of a finer edge to them than other trays, as well as rubber feet which can cause a lot of pressure in high heat situations. Have advised the spd staff to use tray carriers whenever possible to avoid touch points on these trays.

Event description:
Implants and instrumentation tray contaminated due to multiple holes in the wrapper. Surgical case re-scheduled. On re-scheduled date/time, holes were again noticed in the implant/instrumentation tray wrapper and the case was again cancelled to allow for reprocessing. One thing that was noticed is that the vendor trays from globus had more of a finer edge to them than other trays, as well as rubber feet which can cause a lot of pressure in high heat situations. Have advised the spd staff to use tray carriers whenever possible to avoid touch points on these trays.